Event description:
The following information was reported to gore: on (B)(6) 2026, this patient underwent an endovascular treatment for thoracic aortic aneurysm using gore® dryseal flex introducer sheath (dsf sheath). Due to poor access vessel condition, only the dilator of the dsf sheath was inserted from the left femoral artery along a lunderquist extra-stiff wire guide; however, it could not be advanced beyond the common iliac artery and was once withdrawn. After removal, a vascular dissection was identified in the left external iliac artery. The access site was then changed to the right side. Similarly, only the dilator was inserted from the right femoral artery, but it could not be advanced either beyond a stenotic segment within the external iliac artery. The access vessels from the common iliac artery to the external iliac artery were dilated with a mustang balloon dilatation catheter, and the stenotic lesion was successfully dilated. However, upon attempting again to insert the dilator along the lunderquist guidewire, it got stuck at the same location and could not be advanced. The procedure was aborted and the surgical incision was closed. No treatment was given for the dissection. The reporting physician commented that vascular access would be challenging but he had believed that delivery would be possible. Given the challenging proximal aortic neck anatomy, the use of other devices had not been considered. A re-evaluation, including the option of open surgical repair, is planned.

Manufacturer narrative:
H6: the device history record was reviewed to ensure that each manufacturing and inspection operation was performed and indicated the product met the requirements of the applicable specification(s) and procedures. H6: code d1101: instructions for use (IFU) of gore® dryseal flex introducer sheath provide warning and instruction to ensure the vessel diameter is adequate to accommodate the device. This complaint includes information indicating the reported complications relate to use of a sheath size that was too large for the patient access vessel anatomy per the IFU. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.